Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No complaint received with return of device. Failure (event) observed during analysis. External insulation abrasion was noted at 51.8-52.0cm from the connector pin, consistent with lead friction to another device or feature of the heart. The (B)(4) coating was intact at this location. (B)(6).

Event description:
This report is to advise of an event observed during analysis.